Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included all functional testing, impedance calibration test, defib/pacer stress testing, bench handling, and defib cycling without duplicating the malfunction. It is recommended to replace and scrap the multifunction cable that was used with device. The device was recertified and returned to the customer. No trend is associated with reports of this type.